Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces.

Event description:
The customer reported via phone call that they received a button error alarm. The customer also reported that the insulin pump was exposed to moisture. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.